Manufacturer narrative:
It was noted that no further information would be provided due to hospital policy.

Event description:
The patients' left hip was revised due to loosening of cemented stem and pain.